Manufacturer narrative:
Complaint complete and event reassessed to non-reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. It is understood that the physician attempted to treat the right distal sfa and popliteal artery of a patient using a 6x150 mm biomimics 3d device. The patient anatomy is understood to have been very challenging. The physician used a contralateral approach with a 6 fr access sheath and was ultimately unable to deploy the biomimics 3d stent. The complaint device was removed from the patient without complication upon feeling resistance in the deployment. Then the treatment was continued with competitor devices. Based on the feedback received, it is important to note that as well as giving a brief description of the events of the complaint procedure, the physician also explained that the root cause in this case is difficult patient anatomy as it lead to resistance during the deployment. Therefore, it is understood that this case is not related to a deficiency in the device. The investigation concludes that this is an 'unable to deploy' case in which the root cause is the patient anatomy. It is important to note that the biomimics 3d stent IFU-1 version 3.0 indicates the following warning statement: "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent." In this case, the physician chose to remove the biomimics 3d device when resistance was felt in the deployment attempt. Therefore, the investigation understands that the physician adhered to the instructions outlined in the IFU.

Event description:
On (B)(6) 2025 a veryan clinical sales specialist received information which reported that during a procedure, a 6x150mm biomics stent partially deployed. It was reported that the access was from left to right crossover with a 6fr sheath. The vessel to be supplied was the femoropopliteal junction. It was noted after the biomics stent was withdrawn, an non-biomics stent was used to complete the procedure.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.